Event description:
During the coil embolization of intra thoracic artery that was not tortuous and the level of calcification was unknown, the orbit helical fill 3x10 coil (637hf0310/ 15355642) was stuck while advancing in a renegade (mc) microcatheter (bsj), and therefore it was removed from the patient. Once the coil was out of the body, physician found that it unraveled. The procedure was continued using another coil (details unknown) and was successfully completed. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on either the mc or the coil by visual inspection. It is unknown where exactly the coil got stuck and unraveled, and also unknown if the mc was replaced or not. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product will not be returned for evaluation. All labeling guidelines were followed for inserting the coils in the microcatheter. Other than the reported event, no other damages were noticed on the devices (broken, fracture, detached coil, delivery system issues, etc), and the coil remained attached to the delivery system. The microcatheter is not going to be returned for analysis. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15355642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The 3x10 trufill dcs orbit helical fill coil got stuck while advancing in a renegade/bsj microcatheter (mc); therefore it was removed from the patient. Once the coil was out of the body, it was noted that it was unraveled. The procedure was continued using another coils (details unknown) and was successfully completed. It is not known if the same mc was used to complete the procedure. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was a coil embolization of a non-tortuous intra-thoracic artery in a (B)(6) with unknown level of calcification. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. It is unknown where exactly the coil got stuck and unraveled. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. All labeling guidelines were followed for inserting the coils in the microcatheter. Other than the reported event, no other damages were noticed on the devices. The complaint product will not be returned for evaluation. No additional information is available. A review of the manufacturing documentation associated with lot 15355642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Without the return of the device for evaluation no conclusion can be made regarding the reported inability to advance the orbit coil through the non-codman microcatheter and stretched condition noted upon removal. Based on the report that no damages were noted on either device prior to use, it appears that procedural factors/device interaction contributed to the stretching of the coil. With review of the device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.